Event description:
It was reported that this patient implanted with this implantable cardioverter defibrillator (ICD) system presented to the emergency room (ER) due to a reported shock. The patient had received six shocks and three anti-tachycardia pacing (atp) bursts due to what appeared to be sinus/atrial tachycardia, and therapy was exhausted. The patient was referred to the physician. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.